Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.00/1.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. Lens repositioned on (B)(6) 2023, but did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).